Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit was not getting enough speed during surgery. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the air dermatome (B)(6) by dover on 29 january 2020 revealed that the calibration was out at the 0 reading, but the complaint could not be duplicated. Product repair of the device was not performed because there was no problem found. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
There is no additional information.